Event description:
The customer reported that the system would not move down. The system c-arm motion would not respond. This occurred during an unknown procedure but did not cause any risk to the patient or delay in care.

Manufacturer narrative:
The ge service rep replaced the orbital handle. The power supply was replaced on another case.